Event description:
Additional information received from a consumer reported they did not remember what the problem was, but they were sure they saw their health care provider about a week later.

Event description:
Additional information received from a consumer reported the patient felt better with the implantable neurostimulator (ins) turned off due to feelings of freezing and posture problems. The patient had various health issues that they had discussed with their health care provider (hcp) and they have had the ins checked.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0gvck, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0gvck, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
The patient reported that there was a loss of therapy. The change in therapy was intermittent/erratic. There were symptom issues that were considered sudden. The patient would get tired, all of a sudden could not sit straight up, and would freeze more than before. If the patient took a couple of dopamine it had seemed to help immensely. The issue had started a couple of weeks prior to the date of this report after the patient was programmed by the healthcare professional. The patient had gone from 120 or 90 htz to 60htz. Initially the patient's swallowing had been affected too but that had gone away. There were no falls or traumas that could be related to the issue. The device was confirmed to be on with the patient programmer. The patient did have the ability to change stimulation. Patient has an appointment scheduled with their healthcare professional on (B)(6) 2015.